Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua203152 the following information was provided by the initial reporter: "it was reported by the customer that they got flu a and b positive results on 256088, lot# 0345377".

Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges invalid results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1261759. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that they got flu a and b positive results on 256088, lot# 0345377".